Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 10 minutes of firing, the fiberlife safety mechanism was issued. It was noted that that irrigation flow was passing correctly and that there was no major prostatic stones. After the safety mechanism was displayed, the fiber was removed from the patient's body and the metal cap was identified to be detached, leaving the fiber optic exposed. This fiber was replaced, and the procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 10 minutes of firing, the fiberlife safety mechanism was issued. It was noted that that irrigation flow was passing correctly and that there was no major prostatic stones. After the safety mechanism was displayed, the fiber was removed from the patient's body and the metal cap was identified to be detached, leaving the fiber optic exposed. This fiber was replaced, and the procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 10 minutes of firing, the fiberlife safety mechanism was issued. It was noted that that irrigation flow was passing correctly and that there was no major prostatic stones. After the safety mechanism was displayed, the fiber was removed from the patient's body and the metal cap was identified to be detached, leaving the fiber optic exposed. This fiber was replaced, and the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed the reported metal cap detachment event as analysis identified the glass and metal caps were detached. The detached caps were not returned. The level of devitrification and debris could not be determined due to the missing caps. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the reported event.